Event description:
It was reported that the programmer experienced an error. The same error occurred again six and one half weeks later. The service disk was used in both cases to clear the error. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.